Manufacturer narrative:
The product was not returned. Product history records were reviewed. And the documentation indicated, the product met release criteria. The product investigation could not identify a root cause for the reported complaint. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and reported, that the vitrectomy was performed. The surgeon was able to reposition the iol. And the lens remains implanted in the eye. The reporter was unsure of the circumstances, that led to the vitrectomy or whether it was required, because of the iol dislocation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient had dislocated iol. No further information available.